Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155252.

Event description:
Voluntary medwatch received states a patient's right ventricular (rv) lead presented with a decrease in r-waves due to dislodgement. No changes were reported. The patient status was unknown.